Event description:
It was reported, the patient experienced a shocking or jolting sensation after turning the device back on after an EKG. The patient didn't appear to have a "soft start" and used a magnet. The patient also felt a "tremor" in his leg when he was driving, but no longer had tremors.